Event description:
Boston scientific received information that this right atrial (ra) lead exhibited dislodgement. This patient underwent a revision procedure; however, the lead was unable to be repositioned as the patient's left side was occluded. The lead was surgically capped and abandoned and the system was moved to the other side. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.